Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by station was unplugged. A field service engineer plugged back and performed the reboot. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system had a blue screen which can not able to login. The users were able to issue the medications, there was also a delay to the patient's workflow, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.